Event description:
In 2007, a female pt was implanted with a gore propaten vascular graft in the left leg. A bypass procedure was performed from the common femoral to the popliteal artery. The pt presented with a post-operative perigraft hematoma. The physician stated that this event was not device related. The pt has a history of tobacco use and dyslipidemia. The pre-operative disease classification of the pt was rutherford disease category 3 (severe claudication), with three vessel run-off.

Manufacturer narrative:
The initial reporter is not the implanting physician. The name of the implanting physician has been requested.